Event description:
It was reported that a minimum fill notification occurred while customer attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer reloaded same cartridge, which resolved issue, and was able to successfully load cartridge and resume insulin, with no additional information available regarding past similar events or their specific fill amounts.